Event description:
We were notified of a complaint from a customer stating that they received a blade that broke during a shoulder arthroscopy procedure. We were not provided the circumstances in which the blade broke, but the blade was manually removed from the shoulder space. The procedure continued without further incident. A post-surgical x-ray was taken to ensure that the entire blade was removed. The blade was broken just above the handle insert slot. We did not receive the blade handle.